Event description:
On (B)(6) 2012, pt reported his blood glucose level has been elevated for the last few days. Pt stated upon further inspection of the infusion device this morning, he noticed the down arrow button on the device is not functioning. Pt stated he has not been able to lower his blood glucose readings below 200 mg/dl using the infusion device and his levels have gone as high as the 300's mg/dl. Pt's target blood glucose level is 120 mg/dl. Pt stated he took an injection of 15.0 units of insulin and has not required any outside medical assistance. Pt reported the button is making an audible noise when it is pressed, but even if the button is pressed hard, it will not make a connection. Pt stated the button is raised. Pt reported inserting a new battery and attempted to press the down arrow button; button still would not make a connection. Pt stated no error messages or alerts were received on the infusion device. Pt reported he was in basal rate profile #3; had 0.0 units of insulin for the total basal rate. Pt stated he recently made changes to his basal rate profile. Pt was able to change the basal rate profile to 1 and the infusion device displayed a rate of 1.0 unit for this hour. Verified the basal rate total for that rate was 24.0 units. Advised pt this is the cause for his elevated blood glucose readings since he had a basal rate of 0.0 and we are not sure how long the rate has been at the setting. Educated pt on the importance of insulin being at room temperature upon inserting it into the infusion device for use. Pt reported the display on the infusion device is also cracked. Advised pt to switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.